Event description:
Information was received from multiple sources (Manufacturer Representative, Healthcare Provider) regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the company representative received a call from a clinic. They had a patient with a SynchroMed III pump that gives the error for a motor stop longer than 48 hours. The alarm occurred on (b)(6) 2026 and there was another programming session on (b)(6) 2026. It was further reported that no motor stop alarm was logged so it seemed intentional. At the time of the report Technical Services asked if it was possible that the doctor programmed a therapy stop / pump stop on (b)(6) 2026 and did not read the warning for the 48 hours duration limit. The company representative was asked to check the session logs for (b)(6) 2026 since it would include the actual therapy settings. The company representative confirmed that the pump was programmed to \"Stop\" by the healthcare provider on (b)(6) 2026 as indicated in the session log. A pump replacement was being considered. No patient symptom was reported.

Manufacturer narrative:
Continuation of D10: Product ID NEU_UNKNOWN_PROG Lot# Serial# UNKNOWN Implanted: Explanted: Product Type PROGRAMMER, PHYSICIAN E2: The healthcare provider's / facility address indicates a United States location; however, the indicated country associated with the event was indicated as Germany. Follow-up is currently being performed to confirm the country of the event. It remains unclear if this event / series of events, occurred in both Germany and the United States. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.